Event description:
This emdr was originally submitted in july 2020 with follow-up in september 2020. It was later discovered that those reports apparently did not upload into FDA's emdr system correctly. Accordingly, they are being consolidated and submitted again here to make sure the reported information is in the emdr system as required. Specifically: a report of possible migration of a portion of the nanobone sbx putty and/or infection of the surgical site was received but details of the event were not provided. It was later learned that the patient was operated on for three-level posterior cervical spinal fusion, and that the patient experienced post-operative edema and pain at surgery site. At the five-week follow-up visit, the incision was reopened and washed out. Additional bone graft was placed. The incision was closed and the edema and pain resolved.